Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 363 mg/dl. The pod was worn between 37 and 48 hours on the hip/buttocks. It was noted that the cannula was bent. Hyperglycemia treated with a new pod and correctional bolus. Device was discarded.